Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "resistance was found during insertion .no visible damage seen in the ballon while inserting. Issue resolved by using another iabc balloon". No patient harm or injury. The patient status is reported as "fine".